Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7122q st jude lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that a patient death occurred, with competitor relaying information of patient death. Inclusive of the patient's implanted product(s) was a non-competitor left ventricular (lv) lead. Following implant of the patient's lv lead, thresholds began to rise, but without loss of capture. The lead remained in use, with repeat device checks performed, spanning the months following implant. The patient's last clinic occurred ten days before the reported death, with plan of care including potential replacement of lv lead with an epicardial one. No conclusive information was available to identify the patient's primary, secondary cause(s) of death.